Event description:
It was reported that during an unknown procedure, the clips would not fire. It is unknown how the case was completed. No adverse consequences reported. One device will be returned. No additional information is available.

Manufacturer narrative:
(B)(4). Damge ratchet pawl. The analysis results found that the device was received with the shaft bent. When testing the device for functionality it was noted to be empty; however, locked out feature was non functional. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the ratchet pawl was noted to be damaged. It is known from the history of the device, that no lockout defects in which the ratchet pawl engagement with the trigger is not maintained can be caused by a damaged ratchet pawl. Please note that this condition is unrelated with the incident reported. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.